Event description:
The customer reported the ventilator would intermittently alarm and restart during operation in normal ventilation mode. The customer reported the device was not in use on a pt therefore there was no pt involvement or harm. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log history indicated a 24/+ -12v power fail occurence followed by a restart occurrence. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown or restart of the ventilator, an audible power fail alarm will activate. The service technician replaced the power supply to address the findings. Applicable final testing was completed and passed to operating specifications.